Event description:
Patient had platelets to be infused. Platelets noticeably dripping and infusing correctly, however when rechecked in approx 15 minutes platelets found to be not dripping but pump was still running as if platelets were infusing properly. After checking tubing and reprogramming pump infusion started to run properly again. However when rechecked it was found that the secondary bag was backed up into the platelets. Platelets were changed off pump into different pump with no difficulties. No harm to patient.